Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that only partial lead was returned. The proximal and distal coils were fractured and the proximal and distal insulations damaged at 27.5 cm from the connector pin due to clavicular crush.

Event description:
It was reported that the atrial lead exhibited noise. A chest x-ray confirmed that the lead was fractured. The lead was explanted.